Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there were lines on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump powered up to the display screen with auditory and vibratory features. No lines were found through the display screen. The reported display issue was not duplicated in the investigation. Unrelated to the reported display issue, the display screen was found to be dim and discolored.